Manufacturer narrative:
It was reported that the heel of the show folded and patient developed an open wound on heel, the injury required medical treatment evaluation of shoe found the plastic heel counter was bent in. Can feel it through the fabric, complaint has been confirmed the root caused may have been attributed to the manufacturing process. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported that the heel of the show folded and patient developed an open wounds on heel, the injury required medical treatment.